Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A clinic manager reported a patient underwent lasik in both eyes. Corneal flaps could not be opened in both eyes. No refractive tissue was ablated or removed with the excimer laser. The laser ran the program without any error messages or warnings. Patient impact is unknown. New information was received that the patient was treated with too low corner energy. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
A bandage contact lens was placed for four days. Surgery was completed with lasek. In the surgeon's opinion, the energy setting was too low to open the side cut.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company¿s acceptance criteria review of the logfiles showed the treatment was performed in service mode. The field service engineer (fse) forgot to log out the "service" mode after completion of his work from the system. In service mode, the energy is a lot lower and does not make a side cut and canal. Logfiles review showed there is no indication the product malfunctioned. Laser worked as intended. Surgeon did not notice that the user "service" was still logged in although the logged in user as constantly displayed in the footer display. Logged-in user can be recognized in every screen as it is permanently displayed in the footer display. Flap could not be opened due to low energy settings. User did not follow procedure. User failed to control treatment parameter. There is no indication for a product problem which (might have) caused or contributed to the reported event. The manufacturer internal reference number is: (B)(4).